Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that after post-dilation, the precise stent was noted to be fractured. Another stent was placed over the fracture and was post-dilated. The target lesion was the carotid artery. The lesion was pre-dilated. There was no patient injury. There was some difficulty reported deploying the stent. An aviator plus balloon catheter was used to post-dilate the stent at ten atmospheres (10 atm.). The stent fracture was not reported to be flow-limiting. The patient was not symptomatic as a result of the reported product issue. The stent fracture was noted by angiography. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. Physician¿s film review/history: this complaint involves a patient who underwent endovascular repair of a carotid artery stenosis. Following placement of a precise stent and post deployment balloon dilation the stent was noted to be fractured. This required placement of another stent. Observations: a single cd-rom containing multiple cine files is submitted for review. Pretreatment angiography of the carotids demonstrate a smooth narrowing of the left carotid bulb and internal carotid artery origin. There is high grade luminal narrowing. The right carotid is within normal limits. Subsequent images show placement of a distal protection device. Following this, there is deployment of the precise stent across the lesion. The stent spans from the carotid bulb to the proximal internal carotid artery and is centered at the level of the stenosis. This appears to be in excellent position. After deployment there is significant residual stenosis requiring post deployment balloon dilation. There is no evidence of stent fracture at this time. Images obtained after balloon dilation show a short segment of apparent separation within the stent at the level of the ica origin. Close inspection of the stent shows the longitudinal supports to be intact. I do not believe that the stent is fractured. This appearance can be seen with precise stents and reflects the stent architecture. This is common in segments of tortuosity as seen in this case. A second stent was placed and following balloon expansion the final angiogram shows an excellent result. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Conclusion: this complaint involves a patient who underwent carotid artery stenting of a left ica stenosis. Following stent placement there was concern for stent fracture which was treated with another stent. From the images provided I do not believe that the stent fractured. Widened segments can be seen with the precise stent in segments of tortuosity. This is related to the stent architecture. The stent is laser cut from a single piece of nitinol and this type of architecture allows for stent flexibility and expansion. Nevertheless, a second stent was placed and the final result was excellent.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that the stent was fractured and separated. There was some difficulty reported deploying the stent. An aviator plus balloon catheter was used to post-dilate the stent at ten atmospheres (10 atm.). The stent fracture was not reported to be flow-limiting. The patient was not symptomatic as a result of the reported product issue. The stent fracture was noted by angiography. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. Films are available. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that after post-dilation, the precise stent was noted to be fractured. Another stent was placed over the fracture and was post-dilated. The target lesion was the carotid artery. The lesion was pre-dilated. There was no patient injury. Films are available. Additional information has been requested.